Manufacturer narrative:
The device was not returned. Control pc logs were analyzed and implant was noted to have a lateral error that could be attributed to a handpiece rotation. Additionally, it must be noted that the implant used in this case was a self tapping implant; thus, hand torquing is required which could cause it to have an additional error in the spec. A definitive root cause for the loss of accuracy noted on the implant could not be determined. Possible clinical factors that might have contributed to this event include the case being an immediate procedure and/or any patient pre-existing dental care history. No further patient injury or additional surgical intervention was reported as a result of this event.

Event description:
Neocis performed retrospective review of product complaints and reevaluated MDR reportability. This report is being submitted as a result of this retrospective review. It was reported after a dental implant procedure with the neocis guidance system (ngs) the user noted that one of the implants was not at the desired location. The post operative CT scan showed that the apex had broken through the buccal plate. The user brought patient from recovery room back into operatory to remove and re-place the implant. No further patient injury or additional surgical intervention was reported as a result of this event.